Event description:
Country of complaint: (B)(6). (B)(6) have raised concerns regarding challenger clip appliers. Customer has internal reports of 4 incidents of post operative pt bile leaks, which they feel are attributable to challenger clip appliers (pl538r). The account operates across two sites and has 22 clip appliers in circulation. The specific applier (s) related to the 4 incidents is not known. No pt specific info has been reported. Attempts have been made to obtain individual pt data related to the reported internal reports at the facility, however this info has not been provided. One medwatch report is being filed in regards to all 22 clip appliers. If specific info is received from the end-user related to specific pts/ operation updates will be made accordingly and will ref. Back to this medwatch.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Mfg site eval: replacement product was sent to the end-user in order to have all 22 appliers submitted for eval. Eval is on-going.

Manufacturer narrative:
Manufacturing site evaluation: investigation was completed by the manufacturing plant and research &development. 22 clip appliers were returned for evaluation; all devices were numbered in order to document errors/conditions noted. All items were checked regarding function, surface condition and dimensional tolerance. The following specifications differ from the required values: with the exception of shaft #7, the maintenance due date has passed, by several months, for all shafts. All jaws of the shafts were noted to have been brushed over (during maintenance/repair/refurbish), these are marginally acceptable. If these are brushed over again, it is expected that there will be transport problems of clips, or tissue injury from sharp edges. Shaft #13 was found to have a bent inner rod, and needs to be adjusted. The following details are likely the cause of the failures described: the jaw opening is greater than allowed, in regards to most shafts. This may cause the clips to not be properly closed. Shaft #1 had such a large jaw opening, that some clips fell out of its jaw. If maintenance would have been done regularly, shafts with large jaw opening would have been repaired or replaced at an early stage. Almost all handles (except. No. 2, 8, 19) were found to be sluggish, to the point that the rotary knob would sometimes no longer return to the start position, or complete operation was not possible. This problem can be solved by sufficient cleaning and careful maintenance with sterilit (jg600). The root cause of the failure is insufficient maintenance (user related). Corrective / preventive action: not applicable.